Manufacturer narrative:
A sample product was not received for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was inserted and removed due to a posterior capsular tear. Another lens was implanted instead. Additional information was requested.